Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead perforated the heart wall and the patient experienced pericardial effusion and tamponade. In addition, the patient had been coughing and had some fluid buildup. The lead had increasing thresholds and the thresholds were high in bipolar and there was no capture in unipolar. In addition, there was possible undersensing of the r waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.